Event description:
It was reported that during a laparoscopic appendectomy procedure, the trigger lock jaw stuck when trying to load a new cartridge to endocutter. The jaw could not be reopened again. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with the anvil closed and with an ecr60b cartridge loaded on the device. The cartridge was received unfired and with the one piece sled missing, making the reload non-functional. In addition the release button was noted to be broken, therefore the device would not open and making the device non functional. No further functional testing could be performed due to the condition of the device. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. No conclusion could be reached as to how the one piece sled became missing from the reload however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: can you please explain what was meant by, ¿the trigger lock jaw stuck¿? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws of the device eventually open? On which firing did this event occur (1st, 2nd, 12th, etc.)? What color/product code cartridge was being used?

Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: can you please explain what was meant by, the trigger lock jaw stuck? The device was locked with the jaws closed when the surgeon tried to pass through the trocar into the patient¿s cavity. Was the device locked on tissue with the jaws closed? No, device locked and jaws closed without tissue on it. Did the jaws of the device eventually open? No. On which firing did this event occur? Before the first firing.